Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual investigation of the returned photos noted the firing rod was bent. A visual inspection of the returned product noted the distal end of the firing rod was bent. Due to the noted damages, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidoscopy, on stapling of the rectum, the surgeon was able to press the green button but was not able to squeeze the handle and the device did not fire. The load stacking in the stapler broke due to attempts at firing. They opened a new stapler and a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual investigation of the returned photos noted the firing rod was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.